Manufacturer narrative:
The tech found damage to the siderail center arm assembly. The tech replaced the center arm assembly to repair the bed.

Event description:
Info received indicates the siderail will not latch due to damage on the siderail center arm assembly.